Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient lost consciousness without any previous symptoms. A friend called the paramedics and when they arrived they took a blood glucose reading which was 30 mg/dl and the cgm reading was 90 mg/dl. They treated the patient with glucagon shot and a few minutes later the patient regained consciousness. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.